Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (20 mg/ml, 10 mg/day) via an implantable pump for non-malignant pain. Information received reported beginning in (B)(6) 2019, the patient's pump pocket was open and the wound was infected. There were no known environmental, external, or patient factors that may have led or contributed to the event. Telemetry was performed per the hospital's medical teams request. The staff at the hospital reported that the pump would be removed by neurosurgery. The issue was resolved at the time of this report. The information reported that surgical intervention was planned, but not yet scheduled. The patient's status was alive - no injury.